Manufacturer narrative:
H6: c19 - a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, a patient was to be implanted a 9mm x 5cm gore® viabahn endoprosthesis with heparin bioactive surface (viabahn device) to treat occlusion of left common iliac artery. The viabahn device was advanced via amplatz guidewire through 10 fr sheath from femoral artery to target lesion. When the physician pulled out the deployment line, a resistance was felt. After multiple attempts, viabahn device couldn't be deployed. Then the physician tried to retrieve viabahn device. It was difficult to remove it. The viabahn device was removed with sheath together out of patient. Another 10mm x 6cm bare metal stent was used to complete the procedure. The patient tolerated the procedure.

Manufacturer narrative:
H6: c19 - the primary reported device failure mode, the inability to deploy the device due to a stuck deployment line, could not be independently confirmed through engineering evaluation of the returned device. The reported failure mode is consistent with the state of the returned device: deployment of the outer zipper had been initiated but not completed and deployment would not continue when attempted using the deployment knob. However, the deployment line itself was not confirmed to be stuck as deployment did continue during the evaluation when pulling the deployment line at and along the endoprosthesis. The cause for the reported inability to deploy the device could not be established. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited zipper integrity, delivery system support or stiffness, or presence of dried fluid in/on the device. The device was returned with damage to the catheter and endoprosthesis in several locations, and these damages are consistent with interactions associated with the difficulty reported during the first attempt to withdraw the device through the introducer sheath. Withdrawing the fully introduced, undeployed device back through the sheath is against the instructions for use. Subsequently, the device was withdrawn together with the sheath consistent with the device instructions for use. The investigation could not confirm the cause of the reported hazardous situation nor the device failure mode in relation to the reported inability to deploy the device.